Manufacturer narrative:
Additional info: the flank of the first mas thread is fractured and bent down, and the bottom of the first set screw thread is damaged. The above observation is consistent with misalignment of the implants during attempted construct assembly.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5-s1 to treat isthmic spondylolisthesis. It was reported that the pedicle screw at s1 stripped. The screw was removed and replaced with a new screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 54840017545, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.